Manufacturer narrative:
An evaluation of the device cannot be performed as device was sent to drexel implant research center. No further information is available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised the patella and insert in patient's right knee. Surgical reason for revision was due to patella maltracking.